Event description:
It was reported that one week after implant the patient was scheduled to undergo an MRI for evaluation of a possible stroke. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the event was not related to the device.

Manufacturer narrative:
(B)(4).